Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product evaluation summary: we did receive performance data collected from the device and have analyzed the data. "Battery voltage" batter depletion indicated/eri: elective replacement indicator (eri) date (B)(6) 2012. (B)(4).

Event description:
It was reported that the device longevity was in question and that the device only had four years of longevity with normal outputs and no shocks delivered. Therefore the device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.